Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. It was also reported that patient has not been feeling well. An attempt to obtain additional information from the field was unsuccessful. There were no additional adverse patient effects were reported. The product remains in service.